Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in with the following concern: pump has was accidentally drop and now has a crack. Document how the damage occurred: pump was accidentally drop describe the location of the damage: battery compartment. No further concerns were recorded. After battery installation unit gave a blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and no blank display noted. Unable to perform displacement test due to unit was cut open and motor was removed. Unit was received with cracked case(battery tube) and broken battery tube threads. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and broken battery tube threads were noted.

Event description:
Information received by medtronic indicated that the insulin pump had cracked at battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.